Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). One day post index procedure, a small pericardial effusion was identified and the patient remained hospitalized under physician monitoring. Two days post index procedure the patient fully recovered and was discharged.